Event description:
It was reported that there was oversensing and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; partial lead returned in segments and analyzed. It was reported that there was oversensing and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, oversensing.